Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the clinical sales representative (csdr) called in technical support engineer (tse) with customer on a three way call and it was stated the image of the endoscope was upside down after site seated the scope and customer selected 30 down at the same time. Customer had reseated scope and restarted system with no change. Tse had customer remove scope and clear the guided tool change (gtc) memory and issue was resolved. The procedure was completed with no patient harm.

Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) has customer remove the endoscope and clear the guided tool change (gtc) memory and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.